Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed device testing that could be performed. The caller stated they will most likely continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for this system due to a shocking impedance measurement greater than 125 ohms. A review of the trended data noted measurements between 90-120 ohms. No adverse patient effects were reported.